Event description:
A customer reported that the swivel mechanism of the epiq cvx ultrasound system¿s control panel will not lock into position while transporting the unit within the user facility. No patient or user was harmed because of the issue. A philips service engineer found the bushing sleeve had raised up and hindered the locking pin for setting and locking in place. The philips service engineer cleaned and reassembled the bushing to resolve the issue. No further issues were reported. A thorough engineering investigation has been performed to identify the root cause of the reported issue. The engineering team determined the failure was a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.